Manufacturer narrative:
The device was in use for treatment. The introducer catheter is not being returned for analysis. As a result, the allegations against this device (difficult positioning catheter with sheath) cannot be confirmed. As the lot number of the safesheath device is unknown, a review of the device history records cannot be performed nor can it be determined if there are additional complaints against the lot used to manufacture this unit. The safesheath introducer instructions for use (IFU) informs the user: at no time should the guide wire be advanced or withdrawn when resistance is met. Determine the cause of resistance before proceeding. Fluoroscopic verification of the guide wire's entrance into the vessel is suggested. Insert vessel dilator into sheath and rotate the dilator cap over valve housing to secure the dilator onto sheath assembly. Thread the dilator/sheath assembly over the guide wire. Advance the dilator and sheath together with a twisting motion over the guide wire and into the vessel. Fluoroscopic observation may be advisable. Attaching a clamp or hemostat to the proximal end of the guide wire entirely into the patient. Once assembly is fully introduced into the vascular system, separate the dilator cap from the sheath valve housing by rotating the dilator cap off the hub. Slowly retract the guide wire and dilator, leaving the sheath in position. The hemostasis valve will reduce the loss of blood and the inadvertent aspiration of air through the sheath. Aspirate all air from the sheath valve assembly by using a syringe connected to the side port. Flush the introducer through the side port. If the introducer is to remain in place during catheter positioning and testing, flushing the introducer via the side port periodically with saline is advised. Introduce the catheter through the hemostasis valve/sheath and advance it into position. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that during a lead implant the physician had a tough time getting the lead into the right ventricle (rv) with standard length sheaths. Following two attempts the lead was removed and the physician noted damage to the svc coil. The physician opted to use another lead with a longer sheath and then had no problem getting into the rv. Later in the case when the physician was putting dye though the eh catheter, a dissection was noted in the svc. As a result, the left ventricular (lv) lead implantation was delayed for a later time. There were no known patient symptoms or complications following the dissection. It was reported that the introducer was suspected of having caused the dissection.